Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the application software was reloaded onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. There was no patient present when this issue was identified.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not starting up. No additional information was provided. There was no patient present when this issue was identified.